Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during a routine follow-up, this right ventricular (rv) lead exhibited increased pacing thresholds. A chest x-ray showed a partial lead dislodgement and a revision procedure was scheduled. During the revision this lead pulled back with no resistance. Prior to repositioning, the lead was tested on the table and only partial helix extension was observed. The physician elected to implant a new lead. This rv lead was explanted. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.